Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead micro-dislodged within the coronary sinus, and the lead exhibited rising, high, and unstable thresholds. It was noted that the lead was not pacing appropriately which resulted in the patient being bradycardic and experiencing nauseous and unwell. A lv lead revision was done, but the lead thresholds did not improve. The lv lead remains in use. No further patient complications have been reported as a result of this event.